Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.0mmx19mmx150cm express® sd renal/biliary stent was selected for use. However, when the device was pulled out from the package, the stent struts were curled up. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.